Manufacturer narrative:
Product event summary lot number not provided. DHR review decision will be reassessed if lot number becomes available. (B)(4) 10-sep-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported (through pe (B)(4)) that excessive resistance and issues advancing a resolute onyx stent was experience and that a dislodgement also occurred. There is no specific details for this event. No patient injury reported.